Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drugs being delivered were not reported. The reason for use was not reported. It was reported that ¿the pain pump is still implanted but no longer working.¿ there were no further complications reported/anticipated.